Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. 6 patient alerts for lead failure predictor occurred between (B)(6) 2011 18:01:37 and (B)(6) 2011 08:59:57. A 13 ventricular nonsustained tachycardia (nst) episodes of less than 210 ms occurred between (B)(6) 2011 15:27:53 and (B)(6) 2011 20:45:51. Ventricular short interval count (v-sic) of 60.5 counts avg/day, in 5.88 days, occurred between (B)(6) 2011 11:52:45 and (B)(6) 2011 09:00:22.

Event description:
It was reported that the patient came to the emergency room because the device was beeping. There was noise noted on the defibrillator's electrogram and the lead alert had tripped for the second time. Noise and oversensing were noted, but could not be duplicated with provocative testing. The lead was capped and replaced. Due to the uncertainty of where the noise originated, the physician opted to replace the device also. No patient complications were reported as a result of this event.